Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a loose grip cable at proximal end. The loose grip cable at proximal end causes the grip cable to appear loose at the distal end. The instrument failed the precise motion test. A clip test was performed and failed as the jaws were not closing. The instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion. The jaws were not opening and closing. The instrument was found to have a frayed grip cable at the proximal end within the housing. Some filaments of the cable were frayed, but the cable was not fully broken. There was no discoloration, corrosion, or contamination on the cable to indicate a reprocessing induced issue. The probable root cause of instrument grip cable and functional test failure is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires of the large hem-o-lok clip applier instrument was loose, and the instrument would not articulate properly. The procedure was completed and no known impact or patient consequence was reported.